Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Three photos were returned and assessed. Two photos show activated company device with the plunger advanced outside the tip of the nozzle. The third photo shows iol cut in a half inside the iol case base. The fie states that the iol was placed in the lens case by hcp after iol removal. Based on our observation of the attached photos, the plunger is advanced outside the tip of the nozzle. The lens is cut in a half and is observed outside of the device. As the lens is outside of the device, we are unable to confirm lens and haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. A final root cause cannot be determined based on available information and without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an cataract extraction procedure, the lens was stuck from the inside in the injector. The lens got inside the patient's eye, so they had to cut the lens and removed it, also the procedure was completed the same day, however no patient harm has been observed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger is oriented correctly and is advanced outside the tip of the nozzle. The nozzle tip has a light stress and an aneurysm. The lens is returned outside of the device in an iol case (most likely replacement sn). Solution is dried on the lens. The lens is cut in a half. Three photos were returned and assessed. Two photos show activated company device with the plunger advanced outside the tip of the nozzle. The third photo shows iol cut in a half inside the iol case base. The fie states that the iol was placed in the lens case by the hcp after iol removal. We are unable to determine the root cause for the reported complaint "lens stuck in system". Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. The manufacturer internal reference number is: (B)(4).